Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user became stuck on the pump¿s fill tubing screen and required assistance to exit the screen while disconnected from the body, after which the user removed the infusion site and completed the tubing fill, then returned to the home screen without further issues. Symptoms included no change in blood glucose. Outcomes included continued self-monitoring with no alerts, no alarms, and no medical intervention or hospitalization. Investigation included troubleshooting and user education performed by support. Investigation of this case revealed that the infusion set had been deployed or connected incorrectly, and device function was restored through proper disconnection and completion of the fill procedure. It was concluded, based on previously established findings for similar reports, that user setup or use error was the most probable cause.